Event description:
During a total abdominal hysterectomy procedure, the instrument locked on the tissue. The surgeon opened the device with manipulation. The staples did not form properly. The surgeon oversewed to complete the procedure. The hosp has reported that no pt injury occurred.